Manufacturer narrative:
One device was returned for evaluation. Visual inspection showed the device was in good condition. Alarm history was reviewed and confirmed the reported issue. Service history was reviewed and found no repairs in the last 13 months. The primary concerns were verified when performing the occlusion test. The force sensor was out of calibration. The sensor was recalibrated; however, the sensor was out of specification. To remedy the issue, the force sensor and force sensor printed circuit board (pcb) were replaced and recalibrated. The pump passed all performance verification testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was occluding with an open syringe. There was unknown patient involvement.